Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review for this lot has been made. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The complained hose was forwarded to the responsible plant for further investigation. Based on the findings on-site the hose fixation was conducted correctly during manufacturing process. Most probably the dismantling of the inner hose of the crimp sleeve has been generated due to excessive effort. (Strong tension e.g.). We are not able to determine the exact cause of this occurrence and it is possible that based on the strong visible abrasions, a tool could lead to this problem. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient with a right fractured clavicle underwent surgery on (B)(6) 2013. The compact air drive motor and double air hose were assembled and connected to the manometer. The manometer was reviewed with the coupling. Upon opening the bullet, the hose was forcibly detached and hit the operator. This led to a revision surgery. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review confirms that the device was conforming to specifications; no manufacturing related fault could be detected.